Event description:
I wear the dexcom g6 cgm. There is something in the adhesive or the plastic and I get horrible rashes underneath and around. Almost like a burn of some kind. It takes about 2-3 weeks to heal. After some research it appears this is a very common problem. There should be a better way. (B)(4).